Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The customer reported having intermittent out of range issues between the transmitter and pump, without any continuous glucose monitor (cgm) sensor readings. There was no reported impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement pump was received.